Manufacturer narrative:
The elevated values after dilution indicate and depend on the presence of a possible interference factor that is responsible for the observed discrepancies. With the methods given, the potential interference factor cannot be identified. Further clarification of the difference between both applications is not possible with the current state of the arts, which is why the actual troponin t concentration needs to be assessed from a clinical point of view. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. The investigation did not identify a product problem. The cause of the event was consistent with an interference.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6) . Qc was acceptable on the day of the event. The samples were requested for investigation, however, there is only one sample available. The customer suspected a possible interference. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' serum/plasma samples tested with elecsys troponin t hs (tnths) assay when compared to elecsys troponin t hs stat (tnthsst) assay on a cobas e801 immunoassay analyzer. All tnths tests were performed at 18 minutes and the tnthsst tests were performed at 9 minutes. Sample 1 (patient 1) was initially tested on e801 and obtained the following results: tnths: initial result: 21.4 pg/ml, rerun result: 21.9 pg/ml. Tnthsst: initial result: 13.9 pg/ml, rerun result: 13.9 pg/ml. Sample 1 was then tested on an e601 and obtained a tnths result of 18.54 ng/l. Sample 2, sample 3, sample 4, sample 5, and sample 6 were tested once for tnths and tnthsst on the same e801. Sample 2 (patient 2): tnths result: 33.2 pg/ml. Tnthsst result: 24.1 pg/ml. Sample 3 (patient 3): tnths result: 32.4 pg/ml. Tnthsst result: 23.4 pg/ml. Sample 4 (patient 4): tnths result: 26.2 pg/ml. Tnthsst result: 17.8 pg/ml. Sample 5 (patient 5): tnths result: 16.9 pg/ml. Tnthsst result: 10.7 pg/ml. Sample 6 (patient 6): tnths result: 34.8 pg/ml. Tnthsst result: 17 pg/ml. The customer reported tnthsst results outside the laboratory.